Event description:
It was reported the patient's ipg depleted. It is unknown if the ipg depleted prematurely. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Initial reporter is unknown. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2022-18336 should not have been reported as a medical device report (MDR) after additional information received confirmed that based on parameters obtained, product performance engineering confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.

Event description:
Additional information received indicated the ipg depleted normally and there is no malfunction.